Event description:
It was reported that a nurse experienced no-flow during use of a clearlink secondary medication set. This occurred during infusion of an unspecified drug. The device was being used with a non-baxter IV pump and was connected to a non-baxter primary set at the upper y-site. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.